Event description:
The manufacturer received information that a dreamstation avaps 30 device was returned to a third-party service center for service and evaluation. During the evaluation, visible foam particles and foam degradation was observed in reference to the voluntary field safety notice / recall. There is no allegation of serious or permanent harm or injury. The device's sound abatement foam requires replacement to address the issue. However, the device was scrapped. Unrelated to the above issue, the error log contained 13 records of error code 223 and 19 records of error code 226.